Manufacturer narrative:
(B)(4): there was no reported product deficiency. The reported patient effects of death and ischemia as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) - no predilatation. The stent remains in the patient. A follow-up will be submitted with all relevant information. (B)(4).

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the mid left anterior descending artery (lad) with one xience v stent. On (B)(6) 2010 the patient had elevated cardiac enzymes and a positive functional ischemia study; however, the ECG showed no myocardial infarction. On (B)(6) 2010 the patient underwent a diagnostic coronary angiogram where it was found that there was no in-stent restenosis in the index mid lad and there was no intervention required. On (B)(6) 2010 the patient experienced acute respiratory failure and expired on (B)(6) 2010. The patient was given oxygen for the respiratory failure. There was no additional information provided.